Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine office check, the right ventricular (rv) lead exhibited high pacing thresholds and decreased r waves. A chest x-ray confirmed a rv lead dislodgement. It was also reported that the right atrial (ra) lead exhibited a loss of capture and sensing. The chest x-ray also confirmed a ra lead dislodgement. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.